Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Shaft frosted during pretest.